Event description:
It was reported that the customer had an a47 alarm and reset alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. It was explained to the customer that neither alarm would be cause for replacement of insulin pump. However the a47 will prevent a carelink upload from going through. The customer was advised that insulin will be replaced. The patient was advised that he can wear the insulin pump until the replacement arrives.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The user settings were cleared and the insulin pump was programmed with the current time and date. The insulin pump was monitored for six days and no unexpected reset error alarm occurred. However, an alarm was found in the alarm history file due to a corrupted history file. The insulin pump was unable to transfer data due to the alarms. The insulin pump was received with minor scratches on the display window and a scratched reservoir tube window.